Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported difficulties and patient effect of hematoma appear to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, after deployment the "starclose failed" and the patient developed a groin hematoma. The CT scan showed that the starclose se clip was deployed about 15 mm away from the expected site (possibly in the vessel wall). It was not reported if the starclose se managed to achieve hemostasis or if another method of achieving hemostasis was used. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The name of the physician was provided; however, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.